Event description:
Additional information: the patient had no known emi exposure. The patient was receiving effective therapy following the pump replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
The ptm (personal therapy manager) had not been allowing the patient a bolus since (B)(6) 2015. The patient was having underdose symptoms of flu-like symptoms including aches and less that (B)(6) therapy relief. The patient had a return of leg pain and spasms just like she had prior to implant. The leg pain and spasms were the reason for the pump implant. The patient went to the hospital and was kept overnight for possible food poisoning. The pain increased after she was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015, it was determined that the patient was seeing a codes on the ptm that indicated that the pump motor was stalled and a tube set message had occurred. The patient was then scheduled to come into the hospital on (B)(6) 2015 for interrogation of the pump logs and a possible pump replacement. The stall did not recover and the pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid.

Manufacturer narrative:
Analysis of the pump revealed feed through anomaly, shorting across insulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n306457, implanted: 2012-(B)(6), product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).